Event description:
The account alleged the brakes do not hold on the foot end of the stretcher. No patient impact.

Manufacturer narrative:
The technician found the head and foot end brake transfer links are broken. The technician replaced the head and foot end brake transfer links and rivets to resolve the issue.